Event description:
Per the physician the believed cause of the high lead impedance might be because of a depleted battery and multiple re-implantations. The lead information was not able to be provided. Additionally the generator was replaced and upon interrogating the new device the impedance was within normal limits. No additional issues have been reported since the replacement. Per the representative, the physician reduced the output current from 2.75 to 1.5 ma to save the battery as much as possible until the battery (0-5%) the remaining battery energy wasn¿t sufficient to keep the device on that output current.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a programming history database periodic review a high impedance event was confirmed to have occurred. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.